Manufacturer narrative:
Results: visual inspection of the returned product found pieces torn off and missing from both haptics. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgical coordinator attempted to pull a 13.2mm micl13.2 implantable collamer lens, -5.5 diopter, down through the cartridge barrel and noted the lens was torn. The reporter decided not to continue with this lens and there was no patient contact. The backup lens was loaded and implanted.